Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 19-dec-2017 a field service engineer (fse) was dispatched to the customer's facility. Fse found the power board to be defective and was causing problem with the camera not turning on. Fse replaced the power board, verified the instrument is operating, and ran quality controls (qc). All results passed within acceptable range. The aia-360 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 15-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 0009 insufficient standard cup. This error is generated when no standard cup is loaded for the daily check. The solution is for the customer load a standard cup on reagent cup holder no.1 and repeat. The most probable cause of the reported event was due to defective power board.

Event description:
On (B)(6) 2017 a customer reported getting error 0009 insufficient standard cup on the aia-360 instrument. Customer is unable to run patient samples on intact parathyroid hormone (ipth). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013.